Event description:
It was reported, that the device alarms for no apparent reason. There is a channel error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, corroded logic board caused alarms. For no apparent reason. Lvp keypad recall completed. Received unit with logic board corroded, bezel corroded, rear case corroded, ail sensor corroded, motor control board corroded and motor with harness corroded. Customer declined repair. Rur. The failure code othe was used to track the alaris pump software version as received from the customer, and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed, the device had a manufacture date of 21jan2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was/was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the probable root cause of the reported issue was, due to the logic board. Returned unrepaired. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had a channel error and alarms for no apparent reason. No patient involvement.